Manufacturer narrative:
The product was not returned for analysis. The file states the use of "vospc 4500" as viscoelastic and "asico royal" as hand piece, which are not qualified to be used with associated company lens combination. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow the alcon instruction of alcon qualified iol delivery system product combinations and alternative viscoelastic, as the complainant states the use of an unqualified combination. The use of nonqualified combinations may result in delivery issues and/or damage. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that an intraocular lens (iol) implant was defective. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information has been received stating the event was a torn haptic upon advancing the lens during an intraocular lens (iol) implant surgery. The surgery was completed with another lens. There was no patient contact with the product.